Event description:
It was reported that the user experienced low blood glucose after announcing and eating her usual breakfast, with readings of 55 mg/dl initially and persisting around 61¿62 mg/dl despite two oral carbohydrate corrections, after which she consumed additional carbohydrates including a pineapple cup before leaving for a doctor¿s appointment. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included transient low glucose that was managed with oral glucose without need for emergency care or hospitalization. Investigation included complaint handling and troubleshooting with user education regarding treatment of hypoglycemia. Investigation of this case revealed no device malfunction reported and no identifiable device component failure, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.